Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime and compromised force system sensor test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with intermittent all the buttons response due to flattened all the buttons dome switch. Keypad connector was fully locked. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The insulin pump¿s buttons were getting stuck. The customer stated they were trying to push the buttons. The customer¿s blood glucose level was unknown. The insulin pump¿s time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.